Event description:
It was reported that at an unspecified time the "greenfield filter started to fall apart. The end piece of the filter came off, so they used another filter." The pt status was reported as "ok". Multiple attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The braided sheath, dilator and the introducer catheter (missing the filter) were returned for analysis. The filter was not returned with the device. All returned components were in specification. A kink was found at 16.9 cm on the distal end of the braided sheath. The safety sleeve was in place on the handle of the introducer catheter and the handle was in the locked position. Analysis of the returned device revealed evidence of blood on the device and sheath and kinking that confirms that the device was used. As the handle of the returned introducer catheter was in the locked position and the filter was missing from the device, the filter deployed prematurely. A device history record review confirmed that this device met all material, assembly and performance specifications. The most probable root cause of this complaint is undeterminable.